Event description:
It was reported the customer had damaged their insulin pump. The customer stated the insulin pump fell off his body, causing the damage. Customer stated his reservoir would not lock into place and his screen was completely damaged. The customer's blood gluocse was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.